Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed burns and red marks on back and chest under the therapy pads of the lifevest equipment. It was reported that the patient went to the hospital for the skin irritation. The patient's physician advised discontinuation of lifevest due to the skin irritation. Follow up indicated that the skin irritation improved.